Event description:
It was reported that the patient felt ill and had presented to the ER (emergency room). The patient experienced dizziness and light headedness. The ECG (electrocardiogram) showed non-capture at programmed output of 2.5 volts for the right ventricular (rv) lead. Threshold testing today shows intermittent non-capture at 2.5 volts. Unstable thresholds were noted. The rv lead was reprogrammed and then capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.